Manufacturer narrative:
Manufacturer is currently performing evaluation and results will be provided with a supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where patient experienced no sensor detected alert leading to sensor removal and replacement.

Manufacturer narrative:
RMA-09953 was issued for transmitter replacement and RMA-13550 was issued for sensor replacement. Transmitter, cradle, cable and adapter passed all tests and no problem found with them. No issue was found on the received transmitter during in-house investigation. The RMA for sensor replacement could not be communicated to the user as the user was not reachable, and no sensor was returned for investigation. However per dms, user was inserted with a new sensor on (B)(6) 2020. D1 brand name updated to transmitter. D4 updated the device history record of transmitter. D8 was this device serviced by a third party? No. D9 device available for evaluation? Yes, device received on 16 june 2020. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Medical device problem code updated to 2917. H6. Component code updated to 3141 and 510. H6. Type of investigation updated to 4111,4114 and 10. H6. Investigation findings updated to 3221 and 213. H6. Investigation conclusions updated to 67.